Event description:
Pt woke up twice during his procedure (moving or responding to stimulus). Provider changed from desflurane to sevoflurane to keep pt under anesthesia. Desflurane was set to deliver 8% gas analyzer said, it was only delivering about half that. When o2 was on a low flow the delivery of gases decreased. Provider wanted to keep flow at .5 liters, but could not and had to keep o2 at 2-3l to keep % of gas delivery satisfactory. Last our of case, the machine failed. Provider hand bagged the pt until the procedure was done.